Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.